Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost from the bending section rubber due to damage. It was also noted that the control unit had a scratch. The universal cord/video cable was dirty. The image guide protector had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the evis exera iii bronchovideoscope had a leakage from the rubber. Upon inspection and testing of the returned device, it was noted that the forceps channel port was shaved. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the metal part of the treatment tool or cleaning brush interfered with the forceps plug mouthpiece when inserting or removing the treatment tool or cleaning brush. Olympus will continue to monitor field performance for this device.

Event description:
The event was found during reprocessing.